Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and delayed in responding to presses. During troubleshooting, it was confirmed that the screen was responsive and functioning as intended. The customer's blood glucose level was 180 mg/dl.